Manufacturer narrative:
Submit date: 4/19/2018. If information is provided in the future, a supplemental report will be issued.

Event description:
A non-specific issue was reported by the customer. Upon triage of the unit, on( B)(6) 2018, service found that the pump did not alarm when it was powered on.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for no audible alarm. A trend has been identified and a corrective action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.